Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while the harvester was screwing the conical dissection tip onto the scope, it broke into pieces. There was no pt contact. A new kit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was a vertical crack on the inner rim of the juicer. There was no evidence of blood. Based upon the visual observations, the reported complaint for "conical tip broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).